Event description:
This companion driver caddy was not in use by a patient. The syncardia companion driver caddy is a small cart with wheels into which the companion 2 driver docks. It is designed to facilitate mobility of stable patients while in the hospital. The customer reported that a companion 2 driver could not be removed from the companion driver caddy. The companion caddy with the companion 2 driver still docked, was returned to syncardia for evaluation. The reported issue was duplicated in the lab at syncardia.

Manufacturer narrative:
Visual inspection of the exterior of the companion driver caddy revealed that the docking connector which locks and unlocks the companion 2 driver into the caddy, was broken. No other visual or functional discrepancies were observed. The docking connector was replaced, and testing confirmed that the companion driver caddy performed as intended. The companion driver caddy then passed all final performance testing. This failure mode poses a low risk to a patient, because it had no effect on the ability of the companion 2 driver to perform its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.